Event description:
Manufacturer reference report: 1627487-2019-05924, 1627487-2019-05928, and 1627487-2019-05929.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
MFR. Reference report: 1627487-2019-05924, 1627487-2019-05928, and 1627487-2019-05929. It was reported that the patient was not receiving adequate therapy. As a result, the system was explanted on (B)(6) 2019.